Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and many motor errors. The customer called a month ago because their insulin pump alarmed motor error but did not receive the replacement insulin pump. Customer's blood glucose level was not reported. The customer received a compromised force sensor system alarm when they tried to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. No a33 alarm noted and passed the motor test. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.